Event description:
During laparoscopic rectal surgery, a circular stapler 33mm was placed on tissue. After completion of the staple firing sequence the anvil would not open. The anvil had tobe cut out of the tissue. The anastomosis was completed with another device.